Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which noted that the guidewire lumen was not adhered to the tip of the spline array. Next, they inserted a guidewire through the lumen, and were able to advance it all the way through which indicated there was not a blockage or damage to the inside of the guidewire lumen. When the catheter was dissected nothing abnormal was noted. Based on all the available information boston scientific confirmed the allegation of a detached guidewire lumen. The cause was determined to be component failure. The detachment of the guidewire lumen would also be the cause of the catheter's inability to deploy the array.

Event description:
It was reported that the guidewire lumen detached from the tip of the catheter. During preparation for a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen, which is responsible for deployment of the catheter array, became separated from the catheter tip. The catheter was replaced and the procedure was completed. No patient complications were reported. The device has been received for analysis.

Manufacturer narrative:
The farawave pulsed field ablation catheter has been received at the boston scientific post market laboratory where it is awaiting analysis.

Event description:
It was reported that during preparation for a pulmonary vein isolation (pvi) ablation procedure to treat atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The guidewire lumen, which is responsible for deployment of the catheter array, became separated from the catheter tip. The catheter was replaced and the procedure was completed. No patient complications were reported. The device has been received at the boston scientific post market laboratory where it is awaiting analysis.